Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Endecor registry information. Foreign countries registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in many foreign countries, enrollment started in 2006; enrollment closed in 2007. N = 404; patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.

Event description:
Information from clinical trial database. 2006 anisocoria l>r. CT: massive cerebral edema. Bilateral decompressive craniotomies. Isocoria postoperatively in the next day bilateral mydriasis at about two days later declared brain dead. Model number: x-6-12-t10-tc, product name: nexus tetris 3d csr. X-4-10-t10-hss, nexus helix supersoft csr. X-3-8-t10-hss, nexus helix supersoft csr. X-2-6-t10-hss, nexus helix supersoft csr. X-2-3-t10-hss, nexus helix supersoft csr.